Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they was on their way to the doctor because they don't know if the device was not sitting right. Patient stated the nerves in her body hurt all over. Patient reported that problem started yesterday. The patient was redirected to their healthcare provider to further address the issue. Outbound communication notes: device education not reviewed. Patient reported their nerves in her body hurt all over. Guided patient to discuss with hcp.